Event description:
The patient was reported to have had a full explant in 2019. The patient was reported to have had a full system implanted. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Patient presented with an infection at the neck incision site. The patient had surgery to clean out the infection site. No other relevant information has been received to date.